Event description:
The report received from the sales rep indicated that a smart stent would not cross a tight calcified lesion in lsfa. The lesion was pre-dilated with a 5 x 40mm powerflex balloon. The physician elected to use a 6mm bsc mustang balloon to predilate larger. A dissection occurred and was attributed to the bsc mustang balloon. The vessel dissected longer than the 6x80mm smart stent would cover. Physician used a 6x100mm smart stent to complete the procedure. There were no adverse consequences to the patient. Upon receipt of the device, the stent was slightly protruding.

Manufacturer narrative:
One non-sterile pkg assy smart control, iliac 6x80ml was received coiled inside a plastic bag. Stent was partially deployed 2.66 mm, and locking pin was in place. One kink was detected at 3.5 cm in ID band from proximal end. Blood residues could be observed. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Deployment process was completed and no resistance was found. The sds was introduced into a lab sample fr6 csi introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of 'kink' condition could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The failure reported 'premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no actions were taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices: pre-dilatation: 5 x 40mm powerflex balloon, and a 6mm bsc mustang balloon. Stent: 6x100mm smart control stent. This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sales rep indicated that a smart stent would not cross a tight calcified lesion in left superficial femoral artery. Upon receipt of the device, the stent was slightly protruding. There was no reported patient injury. One non-sterile pkg assy smart control, iliac 6x80ml was received coiled inside a plastic bag. Stent was partially deployed 2.66 mm, and locking pin was in place. One kink was detected at 3.5 cm in ID band from proximal end. Blood residues could be observed. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Deployment process was completed and no resistance was found. The sds was introduced into a lab sample fr6 csi introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The failure reported 'premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. It is possible that vessel characteristics and the operator's interaction with the sds may have contributed to the reported event. However, no conclusion can be drawn.